Event description:
While inserting the guidewire into the microcatheter, the physician noted that the polytetrafluoroethylene (ptfe) coating was peeling from the proximal section of the device. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.

Manufacturer narrative:
The device history record review confirms that the device met specifications. Visual inspection of the returned device found that the coating was present along the entire length of the guidewire. There was no evidence of the guidewire coating peeling. No other anomalies could be seen along the entire length of the guidewire including the distal end. The guidewire dimension met their specification. No friction or resistance was encountered as the guidewire was loaded and advanced through the proximal end of a demo microcatheter. The returned device met visual, dimensional and functional specifications. The reported event cannot be confirmed. A root cause of not confirmed has subsequently been assigned. Boston scientific has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
While inserting the guidewire into the microcatheter, the physician noted that the polytetrafluoroethylene (ptfe) coating was peeling from the proximal section of the device. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.